Event description:
The customer reported that the device failed opcheck for the therapy cable. This was found in testing only.

Manufacturer narrative:
The customer reported that the device failed opcheck for the therapy cable. That was found in testing only. Philips (B) (4) evaluated the device and verified the symptom. The therapy cable and therapy port were replaced to resolve the issue. Replacing both parts resolved the reported symptom. The device passed all testing and was returned to service. This is a malfunction of the electrical connection between the therapy cable and therapy port.